Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the introducer was not hemostatic and introduced blood/air to the system. The introducer was removed and replaced. No patient complications have been reported as a result of this event.